Event description:
During the ventricular tachycardia procedure with the non-abbott 3d system (carto by biosense webster), the agilis was inserted into the patient and while performing the procedure, the handle detached from the shaft of the sheath. The sheath shaft remained intact. It was unknown which device inserted into the agilis at that time. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath was detached from the handle. The sheath handle was opened, and the pull wire window was noted to be torn, consistent with the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the pull wire window damage and subsequent sheath detachment remains unknown.